Event description:
Reportable based on the device analysis on 02-mar-2022. It was reported that an error message occurred. An angiojet solent dista was used in a thrombectomy procedure. During the procedure, it was noted that an error message was displayed. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Device evaluated by MFR.: the device returned to boston scientific for analysis. The product return contained an angiojet solent dista. The assembly, supply line, shaft, tip, and spike line were all visually examined for potential damage. The device showed no signs of damage. A functional test was performed. The pump was placed into the ultra drive console and the device displayed an under pressure error message. The device was unable to run, due to the pressure being below specifications. An x-ray inspection on the device revealed a break in the hyptube at 25cm from the tip. Functional testing confirms the presence of error messages.